Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system recommended an intraocular lens during surgery that was three diopters off from the preoperative plan. Additional information requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states no unexpected outcomes occurred. The surgeon went with his preoperative plan.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. The company clinical applications specialist (cas) observed cases and could not determine any specific reason for the discrepancy. The company service representative examined the system and no problems were found. The aberrometer windows were cleaned as a preventative measure. The system was then tested and met all product specifications. Another service request was subsequently generated where the aberrometer was replaced as a preventative measure for customer satisfaction. The system manufacturing device history record (DHR) was reviewed. Based on quality assessment, the product met specifications at the time of release. The system was found to meet specifications, thus the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).